Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information confirmed the ipg was replaced which resolved this issue.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure on (B)(6) 2021 where the ipg was not placed in surgery mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur at a later date to address the issue.